Event description:
Healthcare professional reported that a lap-band system access port and tubing were explanted and replaced because there was alleged leakage. Event was first noted when the pt complained there was a lack of restriction. The surgeon noted holes in the tubing upon explant of the device.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."